Manufacturer narrative:
Complaint not confirmed. Visual evaluation showed only the driver section was retuned for evaluation. No damaged was observed to the driver. The eyelet, anchor, sutures, and outer over mold were not returned for evaluation. Device functioning was not performed due to the missing components.

Event description:
It was reported that during a surgery the device broke intraarticularly. The device was retrieved from the patient. There was no harm for patient, operator or third party reported. No further information received. Update 04-feb-2022: it was confirmed that the error occurred during a refixation of the sub-scapularis tendon surgery. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.